Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that following the procedure the patient experienced adhesion. It was reported that the patient underwent a removal of the mesh on (B)(6) 2016. It was reported that the patient underwent another revision on (B)(6) 2017 due to chronic pelvic pain and vaginal banding. It was also reported that following the revision the patient experienced chronic cystitis and foreign body in the bladder. No additional information was provided.